Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During prophylactic battery replacement, high impedance was found. The patient's generator was interrogated at the start of the surgery and high impedance was seen on the generator intended to be explanted. The generator was disconnected and the lead was connected to the replacement generator and high impedance was still seen. A test resistor was then used on the replacement generator with normal impedance seen. The new generator was implanted and the patient was closed. The lead was not explanted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.